Event description:
It was reported that the customer delivered too large of a bolus which resulted in the customer¿s blood glucose (bg) level decreasing to a 48 mg/dl. Glucose tablets were consumed to treat bg level. Reportedly the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.